Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic technical support personnel advised the customer that the ventilator was out of warranty. The ventilator was not made available to medtronic for evaluation. Good faith efforts were made to obtain additional details such as repair, ventilator status, etc. Which no additional information from the customer was received. The investigation determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ht70 ventilator would not "beep" when powered down. There was no patient involvement.